Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the trocar leaked during a vitrectomy procedure. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
. Three opened trocar handle blade assemblies in small parts tray (smpt), one trocar/cannula, one trocar/cannula attached to vent and one trocar/cannula attached to tubing were received. The returned samples were visually inspected and were found to be non-conforming with torn septum's. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received, at the manufacturing site. And the device history record review of the lot number provided, indicated the product was processed and released according to the product¿s acceptable criteria. Therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined, with the information obtained. Therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed, associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).